Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "patient receiving 300 mls albumin over 1.5 hours infusion time. No complications noted during albumin infusion. However, noticed leaking of smartsite tubing from base of IV pump when 50 mls ns flush was almost complete. Approximately 2-3 mls of fluid noted below pump. Infusion stopped and supplies with same lot number removed from omnicell." An incomplete date of event of (B)(6) 2018 was provided.